Manufacturer narrative:
The doctor accidently hit the spot film button causing the system to go into film mode. Operator error.

Event description:
It was reported that the 2600 system went into film mode during a case. No pt injury.